Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported many years ago, about 15 years ago, the hcp encountered a flip pump. It was noted she was sure they reported it at the time it occurred, but could not remember any other details, patient information, or device information. Further information was not provided, and no further complications were reported.